Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. No parts returned for product analysis medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the second screw was not inserted per the plan. The surgeon removed the screw, did not fill the hole, re-registered the arm, and then inserted the second and remaining screws according to plan. The surgeon was not specific about what they believed was the reason for the inaccuracy. The surgeon stated that the cannula may have become stuck with dry blood or that extra pressure may have caused the trajectory to diverge. The amount of deviated trajectories is unknown. The surgical procedure was delayed less than 1 hour. The patient did not experience any symptoms due to the screw not being placed to plan.